Event description:
Clinical adverse event received for dislocation. Event is serious and is considered moderate. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2016, date of event: (B)(6) 2022, (right hip). Treatment: closed reduction/manipulation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records was received and reviewed indicating that the primary operative notes 05/02/2016 indicate the patient received a right total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes(B)(6) 2022 indicate the patient is experiencing pain, difficulty ambulating and has expressed that during a fall on the ice he feels he hyperextended his hip. He has also experienced multiple subluxation events and 1 event of true dislocation with a closed manipulation as treatment. Physical exam reveals instability of the hip. Awaiting revision.

Event description:
Medical record received. The notification and clinical database now report that the patient sustained a second hip dislocation on (B)(6) 2022 (non-reducible via closed reduction), in which the patient's hip femoral head and acetabular liner were revised (occurring on (B)(6) 2022).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be confirmed a dislocation event among head and cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical record received. On (B)(6) 2022, the patient had a revision right total hip arthroplasty, to address nonreducible posterior dislocation. Depuy components were implanted during this procedure. The indications for surgery included subluxation episodes and a dislocation. The cup and stem were noted to be ¿perfectly positioned¿ and were retained. The surgeon reported that the patient has a deficiency of the posterior soft tissues. During the procedure, the surgeon observed acetabular cup had wear posteriorly, due to being dislocated. While implanting the new liner, the surgeon used a rongeur and ¿just trimmed down the 10-degree portion of the lip just a little bit, to give a little more clearance in extension¿.